Manufacturer narrative:
Device is in the eval process.

Event description:
Pt was implanted with a mandibular locking reconstruction plate in dec 2009. Plate broke post-operatively. Surgeon explanted plate and implanted another lrp.